Manufacturer narrative:
Manufacturing date - january 2017. Device evaluation: a review of the records related to the device that included labeling, manuals, equipment log file, patient file, trending, and risk documentation was performed. The review of the device history record (DHR) for the device showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. The review of the log file clearly shows that there was a 02-006 alarm error. Engineer reviewed the photos of the patient file and indicated that there was some type of bubble formation and confirmed there was a bubble during treatment and the 02-006 was thrown as intended. The alarm was cleared the first time and another 02-006 alarm thrown. Again, the alarm was cleared the second time and the procedure was completed without any issues. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. There was no product deficiency identified. Amo investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a bubble was observed during treatment, but there was no error message from the system. Treatment was completed with no patient injuries or complications. A review of the patient file was done by the manufacturer site and it was noticed that there was a suction loss while laser firing.